Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va07jwx, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient's family member reported that the indicated that they wanted to find out the life expectancy of implant neurostimulator (ins) because patient was experiencing some problems. It was clarified that the problem patient was having was more or less return of symptoms. Caller stated they have seen managing hcp, as well as another urologist and patient has been adjusted a bunch of times. Caller stated they are at the point of process of elimination of what could be wrong, if it was the device or something else. Caller mentioned that one of patient's leads was not working either. It was noted stim was off when sync with programmer. The caller stated that patient programmer did not actually show stim off, but there was not another option to select from drop down. Patient was not able to communicate with ins and kept seeing poor communication on screen. Patient attempted with and without antenna. Caller stated they will contact hcp to have ins evaluated. The patient indicator for use were for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated. No further complications were reported/anticipated.